Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer regarding any potential impact. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset.